Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
It was reported by the sales representative, that during tests, the sucking on the pump wasn't working properly. They managed to do the procedure with it. No consequence on patient.

Manufacturer narrative:
Investigation summary: the device was received and repaired at the service center. During repair, it was determined that the complaint was confirmed. The following information was derived from the service report: pinch valve connector disconnected. Software upgrade to do. Tips were worn out. When the pinch valve connector is disconnected and the pressure arm tips are worn suction failures can occur; therefore, is a potential root cause for the reported failure. The pinch valve connector becoming disconnected and the pressure arm tips becoming worn can be attributed to use of the device. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional information received from affiliate on 19 january 2018: the issue was detected during. The procedure was able to be completed with no delay reported. Alternative devices were readily available. There was no impact to the patient. The suction line was not hooked up at the time of the issue; it was noted the issue was not a suction issue.